Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a non-calcified and moderately tortuous right external iliac artery. After the reduced profile wallstent 7mmx34mm stent was implanted the wanda 5.0-40, 80 balloon catheter was used for post dilation. On the first inflation, the balloon was inflated to seven atmospheres. On the second inflation the balloon was inflated to seven atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 80% stenosed lesion was located in a non-calcified and moderately tortuous right external iliac artery. After the reduced profile wallstent 7mmx34mm stent was implanted the wanda 5.0-40, 80 balloon catheter was used for post dilation. On the first inflation, the balloon was inflated to seven atmospheres. On the second inflation, the balloon was inflated to seven atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the returned balloon showed evidence of being inflated. A visual examination of the device revealed no damage to the shaft. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak in the proximal cone. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).